Event description:
Customer reported problem with sensor glucose not matching with blood glucose. It was reported that the sensor glucose value would show 40 mg/dl when blood glucose was at 85 mg/dl. Blood glucose at the time of call was at 451 mg/dl. Advised will send replacement sensor. Nothing furhter was reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Also, found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.